Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The nurse reported via phone call insulin pump was not working. The customer's blood glucose value was 289 mg/dl. The customer was not admitted to hospital due to diabetes. Customer was in hospital due to elevated tropane; chest pain. The insulin pump will not be returned for analysis.